Manufacturer narrative:
(B)(4), the customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples were severely misaligned. The stapler was returned with 22 staples remaining in the cover block indicating at least 13 staples were fired by the end user. The trigger was returned partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. Another attempt was made and this time, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the staples were severely misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A DHR review was performed with no evidence to suggest a manufacturing related issue. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat 35w staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the stapler stopped working during the case. The trigger no longer deployed staples". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the stapler stopped working during the case. The trigger no longer deployed staples". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.